Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, which resolved the malfunction. It was recommended that the customer continue using the pump and contact technical support if the issue recurred.